Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: stroke/tachycardia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 74 year old male patient who had been admitted in with known coronary artery disease with an acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The pump was supporting when on the 3rd day there was a diagnosis made of a subdural hematoma. The brain bleed was observed by CT imaging. Also, the patient was having ventricular tachycardia that was treated by 1 defibrillation. On day 4 of the support the pump was explanted and patient survived. A cerebral vascular accident/stroke is a known risk associated with impella support as described in the instructions for use.